Event description:
The philips repair technician reported that a device returned to philips for eval had a "dead battery." There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.